Event description:
On (B)(6) 2013, the reporter contacted animas alleging an intermittently blank display screen. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 06/05/2014 - device evaluation:the insulin pump has been returned and evaluated by product analysis on 05/27/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found multiple call service alarms on the event date that can result in blank screen issue. The pump powered on and functioned properly. The display screen was fully illuminated. The investigation verified related alarms in the black box but was unable duplicate the reported issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.